Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to wear of the polyethylene tibial bearing. The tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.